Event description:
It was reported that technical services was contacted for recommendations due to atrial channel noise. It was also noted the right atrial lead had exhibited high impedances. The patient returned for an in clinic evaluation at which time a lead integrity issue was suspected. To date, no intervention has been performed however, an atrial lead replacement has been planned within the upcoming month. No resulting adverse patient effects have been observed and to date this product remains implanted and in service. Field follow-up confirmed this lead has since been taken out of service. No additional information regarding the procedure was able to be obtained and no return of product is expected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that technical services was contacted for recommendations due to atrial channel noise. It was also noted the right atrial lead had exhibited high impedances. The patient returned for an in clinic evaluation at which time a lead integrity issue was suspected. To date, no intervention has been performed however, an atrial lead replacement has been planned within the upcoming month. No resulting adverse patient effects have been observed and to date this product remains implanted and in service.